Event description:
Adverse event(s): "cases cancelled." (No code available). Product problem(s): "system error message displayed during set-up." (Device displays error message). The customer reported: an error message occurred during setup. We had to cancel three cases today due to the console not accepting the cassettes. We believe the issue is with the console. One patient had already received anesthesia. The patient was awakened and recovered to home. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).